Event description:
Customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. Customer reported receiving readings of (298, 71, 135, 140 mg/dl and 86 mg/dl) within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death. Serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification during control solution testing. Returned meter does power on with both bottom depression and insertin of strips.